Event description:
It was reported that reprogramming was attempted several times by the healthcare provider but the device was not effective. The patient experienced some discomfort at the pocket site. The device was removed as it was not functioning and the patient has a history with ms and would need future mris. It was also mentioned that patient had several revisions and never had improvement of the function. Additional information received a week later indicated that patient was not getting 50% or greater symptom reduction. The cause of the event was not determined and was reported as unknown if device related. It was also noted as unknown if reprogramming was needed. The patient experienced loss of therapeutic effect and was reported as unknown if sudden or gradual. It also reported as unknown if patient had loss of stimulation. The patient not recovered symptom/issue ongoing. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4). Implanted: (B)(6) 2006, product type extension. Product ID 3889-41, lot# v007590, implanted: (B)(6) 2006, product type lead. Product ID 3889-41, lot# v132494, implanted: (B)(6) 2008, product type lead. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).